Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 (34 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The clinic provided a video, in which recurring bulges of the membrane can be confirmed. Functional testing indicated that the pump met its required functional performance specification. Furthermore, non-symmetric flex movements could be observed, which led to the formation of bulges described above. The pump was dismounted for further examination; however, no defects could be detected in any of the three layers of the membrane. The air-side layer of the triple-layer membrane displayed non-symmetric flex movements, in both the systolic and diastolic positions. During each systole/diastole movement, several elongated bulges were visible at the same locations of the membrane each time. However based on the performance testing bulging did not affect the performance of the pump. At the time of membrane production, no abnormalities were documented.

Event description:
We were informed by our (B)(4) distributor that an abnormal crease of the membrane was detected in the excor blood pump of a patient supported in lvad configuration. The clinic provided us with video material. After evaluating the video material, berlin heart recommended an elective replacement of the blood pump. The affected blood pump was then replaced on (B)(6) 2017 by trained professionals in the clinic. The exchange of the excor blood pump was without complications. We were informed that the patient is doing well after the replacement.